Manufacturer narrative:
System log review confirmed no errors occurred during the procedure that could have caused or contributed to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient underwent an ion lung biopsy with samples obtained from a right mid lung lesion and a left upper lobe lesion with a needle and forceps. There was minimal post-biopsy bleeding. Hemostasis was confirmed with manual bronchoscopy. The procedure was completed without issue. The biopsies confirmed recurrent metastatic lung adenocarcinoma. St elevations were noted on telemetry prompting further work up and management including left heart catheterization for stemi which confirmed no obstructive coronary artery disease, and an air embolism was diagnosed. The patient remained intubated and transferred to the ICU. Persistent unresponsiveness was attributed to anoxia and the patient died 5 days later. Based on the available data, the reported events were procedure-related and not device-related. It is unclear if air embolism was confirmed or only suspected as the trigger based on the available data. There was no malfunction of the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. The risk of air embolism with CT guided lung biopsy ranges from 0.02-4.8%. In one study of 559 cases 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases 8 events of air embolism were detected with only 2 being symptomatic. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1).--tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Monnin-bares, valérie, et al. Systemic air embolism depicted on systematic whole thoracic CT acquisition after percutaneous lung biopsy: incidence and risk factors. European journal of radiology. 2019. Maehara, yosuke, et al. "Frequency and risk factors for air embolism in computed tomography fluoroscopy¿guided biopsy of lung tumor with the use of noncoaxial automatic needle." Journal of computer assisted tomography. 2023. Richardson, c. M., et al. Percutaneous lung biopsies: a survey of UK practice based on 5444 biopsies. The british journal of radiology. 2002.

Event description:
It was reported that at the end of an ion transbronchial lung biopsy, the patient experienced an st elevation myocardial infarction (stemi) and an air embolism and subsequently died. The ion portion of the procedure was completed without any system errors or malfunctions. The physician reported that after the biopsies were complete, minor bleeding was noticed while the ion catheter was being removed. The source of the bleeding was unclear. A traditional bronchoscope was placed to resolve the bleeding. At that point, the stemi was identified on telemetry and cardiac arrest was reported; no information regarding treatment was provided. The patient was taken to the cardiac catheterization lab, where air emboli were detected in the left ventricle; the cardiologist confirmed the stemi and concluded it was likely the result of an air embolism to the right coronary artery (rca). No obstructive coronary lesions were observed. The physician stated that it was felt that the air embolism was related to air introduction into the pulmonary venous system during biopsy. The biopsies were obtained from a 1 cm nodule in the right mid-lung field and a 7 mm nodule in the left upper lobe using a 21-gauge needle and a forceps. The patient remained on mechanical ventilation in the intensive care unit, never regained consciousness, and developed evidence of likely air embolism to the brain with global anoxic brain injury. The patient expired 5 days post-procedure.